Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they experienced high blood glucose level and insulin pump had under delivery. Customer¿s blood glucose level was 200 mg/dl to 400 mg/dl. Customer¿s other blood glucose level was 175 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.